Event description:
The customer reported that the insulin pump alarmed motor error several times. Troubleshooting was performed. The caller stated that the device was exposed to an MRI. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement test.